Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: pm2210 competitor ipg, (B)(6) 2011. (B)(4).

Event description:
It was reported by a competitor that during an implant procedure the left ventricular (lv) lead would not capture in the target vein. The lv lead was attempted but not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.